Manufacturer narrative:
The root cause investigation has been finalized, and based on the data available, the best possible explanation is that the sampler for the first measurement was contaminated with a na source.

Event description:
According to the complaint, customer samples from a patient were measured on an abl90 flex plus analyzer with the following results for na+: sample 1 / (B)(6) 2019 / 08:07 (measurement time) / 167 mmol/l. Sample 2 / (B)(6) 2019 / 08:xx (measurement time) / 141 mmol/l. The customer noticed that the initial na+ result was higher than expected, and therefore a second sample was drawn from the patient, and measured on the same analyzer. Based on the series of measurements, the customer reports the value of 167 mmol/l as false high.

Manufacturer narrative:
H6 has been updated, as the current investigation conducted, indicates that the first measurement was somehow contaminated with a na source. Root cause investigation has not been finalized yet.